Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect ventilator device is available for analysis and an onsite service by vyaire field service has been scheduled. Vyaire will include the field service report and the device/component evaluation in a follow-up report once a final evaluation is completed.

Event description:
The customer reported an unresolved 'transducer fault" alarm while in patient use on this ventilator device. No known patient impact or injury is associated with this event.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis group received the suspect main printed circuit board (pcb) for investigation. The fa group performed a visual inspection and found no anomalies. The fa engineer installed the main pcb into test device and cycle the device on duplicated the reported alarm behavior. The event log was reviewed, which found multiple "xdcr" alarm errors. Calibration was performed and the expiratory pressure transducer (pt801) failed. At this time, the reported event was duplicated and the component root cause is associated a supplier manufacturing process of part number 68354. This issue has been addressed in CAPA (B)(4).